Event description:
During an acutrak surgery, the cannulated driver being used to insert an acutrak screw broke. Two fragments of the screwdriver were not retrieved. The pt was discharged without further complication, and does not believe that this incident caused any pt injury. The driver is mfg from stainless steel, a material which has a long history of usage in the mfg of orthopedic surgical instruments.